Event description:
Health care professional reported that the physician believed the pump wasn't working but had no evidence to support it. The catheter had a kink in it when it was removed. The kink was present at the end of the strain relief sleeve. The catheter was not returned to the MFR. A follow up report will be sent when additional information is received.